Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e1, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image, the image is green, charged coupled device (r-unit) is broken, video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit is broken and therefore the image is green, the video cable is broken and therefore stripes in image occur. The most probable cause is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image flickers during set up / inspection for use. There were no reports of patient involvement.